Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the nozzle and actuator had foreign materials due to insufficient cleaning. Additional findings were as follows: the connecting tube had a dent and leak. The light-guided lens had a crack, and the adhesives around it had a white-clouded area. The adhesive around the objective lens and the paint on the suction cylinder were peeled. The universal cord and the connecting tube both had a wrinkle. The adhesive on the bending section cover had a crack and a chip. Due to wear of the angle wire, the play of the up/down knob was out of the standard value. Due to the wear of the angle wire, the bending angle in the up/down direction did not meet the standard value. Due to a crack on the up/down knob, water tightness was lost. On the water detection sticker 1c, dots were smudged and connected. The connecting tube, plastic distal end cover, protector of universal cord on the suction connector side, electrical contact of the endoscope connector, switches 3 and 2, bending section cover, and universal cord, all were scratched. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign objects in the nozzle and actuator. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the foreign material found in the device led to the malfunction. Olympus could not conclusively specify the cause of the foreign material remained in the device. The event can be detected and prevented by following the instructions for use: instructions for gif-xz1200, operation manual, chapter 3 ¿preparation and inspection¿ describes how to detect the subject event. Instructions for gif-xz1200, reprocessing manual, chapter 5 ¿reprocessing of the endoscope (and related reprocessing accessories)¿ describes how to prevent the subject event. The customer confirmed they cleaned, disinfected, and sterilized the product before sending it to olympus. The customer did not know when the foreign material adhered to the endoscope or whether the endoscope was used for a procedure with the foreign material attached to it. The customer flushed the air/water nozzle with water and air; wiped/brushed the air/water nozzle with clean lint-free cloths, brushes, or sponges; and flushed the air/water nozzle with the detergent solution. Olympus will continue to monitor field performance for this device.